Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Furthermore cuts in the insulation were observed which occurred most likely during the surgery. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported exhibited pacing impedance measurements. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. An invasive procedure was performed. The lead was tested via a pacing system analyzer and measurements greater than 2,000 ohms were again observed. This lead was explanted and replaced. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.